Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's healthcare professional reported website posting device not working and low blood glucose. The customer's blood glucose was 20mg/dl at the time of incident. It was reported insulin pump was disable and his blood glucose dropped to 20mg/dl and was not sure what to advise to contact helpline to trouble shoot the insulin pump. The insulin pump will not be returned for analysis.